Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02218. It was reported the patient was experiencing shocking sensation. In turn, surgical intervention was undertaken wherein the physician elected to explant the lead and the ipg. A new lead and ipg were implanted. It was noted that there was a small fraying on the lead under the anchor. Device replacement addressed the issue.